Manufacturer narrative:
Concomitant medical products: c4tr01, crt-p, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a "bad lead and almost died." The lead remains in use. No further patient complications have been reported as a result of this event.